Event description:
It was reported that a user of the ilet experienced hyperglycemia with a reported blood glucose of 264 mg/dl, and customer care guided the user through a supply change using a 23-inch, 6 mm infusion set; the cause of the elevated glucose was unclear, and there were no alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included no injury, no medical intervention beyond routine troubleshooting, and no hospitalization or emergency care. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed no confirmed device malfunction and successful completion of a supply change. It was concluded that the event was user-reported hyperglycemia with an undetermined cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.